Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 536 mg/dl at the time of admission. The customer reported feeling dehydrated and sick. Customer reported they were admitted into the intensive care unit as a result. Customer stated they were treated with an insulin drip to lower their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. Customer reported the cannula was bent upon removal from their body. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.